Event description:
It has been reported to philips that the height cover will not stay on. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue happened. The philips field service engineer (fse) inspected the system onsite and confirmed that the height cover will not stay on. Upon some functional tests showed table covers were damaged and the metal subframe was bent and that was the cause for height cover does not stays on. The fse replace height cover support, mounting strips for tilt cover, and set height cove, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.